Manufacturer narrative:
No allegation of product malfunction and the device was disposed of per the hospital's standard operating procedure and is not available for an evaluation.

Event description:
Following a successful transoral incisionless fundoplication (tif) procedure, a tear in the distal esophagus just proximal to the valve was seen post-operation during an esophagogastroduodenoscopy (egd). Two clips were placed to stop the bleeding. Patient is reportedly doing fine.